Event description:
Customer reportedly obtained results of 69mg/dl and 210mg/dl on the advantage system within 10 minutes. Customer drank juice after receiving result of 69mg/dl and feeling hypoglycemic symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.